Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer had hypoglycemia between 2-2:30 pm. The customer felt dizzy, "dumbfounded", and almost passed out. The customer's wife treated him with milk and a candy bar. The customer was unable to self-treat. The customer's blood glucose was tested on the compact plus system sometime before 3:00 pm with a result of 111 mg/dl. The customer's wife felt the result was inaccurate and called the paramedics. The paramedics tested the customer on their meter with a result of 82 mg/dl. The timeframe between the 111 mg/dl and 82 mg/dl results was 30 minutes. The paramedics treated the customer with a tube of glucagon. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.